Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex machine with a prismaflex m100 set. At the initiation of treatment the nurse observed a blood leak between the filter and the venous line. Treatment was discontinued without returning the extracorporeal blood volume to the patient. The patient had an estimated blood loss of 182 ml. The patient did not require any medical intervention as a result of the blood loss.

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved connection were provided. No defect has been identified from the pictures regarding the involved connection. The review of the prismaflex m100 set device history record for lot number 13a3008g shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files confirm no similar complaint reported regarding this lot number. No prismaflex control unit malfunction was suspected by the customer and the prismaflex control unit has been in use operating as intended. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number. This event was initially reported on (B)(6) 2014 with MFR rpt # 8010182-2013-00020 which was the incorrect MFR rpt #. The correct MFR rpt # is 8010182-2014-00005.